Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system presented in the emergency room (ER) due to dehydration and syncope. Technical services (ts) was consulted and upon data review discussed that this patient exhibited an arrythmia for which anti-tachycardia pacing (atp) was delivered but was not effective, subsequently a shock was delivered which converted the rhythm. In addition, small waves were identified in the right ventricular (rv) channel, where undersensing was exhibited and resulted in inappropriate pacing. This rv lead remains in service. No additional adverse patient effects were reported.